Manufacturer narrative:
Unit passed displacement test, sleep current measurement and active current measurement. No unexpected failed batt test alarms noted during testing. Unit received with no vibration during selftest due to corroded vibrator motor assembly. Corroded battery tube and force sensor assembly. Moisture damage on motor assembly. Unit received with pillowing keypad overlay and scratched case. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had battery failed alarm. The customer stated that the insulin pump's compartment nor spring are damaged or corroded. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.